Manufacturer narrative:
The customer reports that the central nurses station (cns) goes into communication loss at random for a couple of minutes and then resumes functioning on its own. The most it has been in communication loss if for 5 minutes and then it will function as it should on its own. Customer was advised to check the network closet for further troubleshooting however the biomedical engineer did not have access to enter the closet. Attempts have been made to follow up with the customer, however the customer has been unresponsive. The root cause of this issue could not be identified because the customer did not follow up after repeated attempts. Based on the information provided at the time of the event assessment, there is no indication of patient injury.

Manufacturer narrative:
The customer reports that the central nurses station (cns) goes into communication loss at random for a couple of minutes and then resumes functioning on its own. The most it has been in communication loss is for 5 minutes and then it will function as it should on its own. Customer was advised to check the network closet for further troubleshooting, however, the biomedical engineer did not have access to enter the closet. Attempts have been made to follow up with the customer, however customer has been unresponsive. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reports that the central nurses station (cns) goes into communication loss at random for a couple of minutes and then resumes functioning on its own.